Event description:
It was reported that the right ventricular (rv) pacing lead showed non-physiologic oversensing appearing as noise on multiple stored high ventricular rate episodes. It was also reported that the right atrial (ra) pacing lead showed both intermittent loss of capture and no capture as well as episodes of both undersensing and oversensing of noise. The rv lead was capped and replaced and the ra lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead 2008 (B)(6), addr01 implantable pulse generator 2008 (B)(6). (B)(4).